Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead was surgically abandoned due to high capture threshold and impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.